Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review determined the following codes also apply to this event: (B)(4) and (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3037, product type: programmer, patient.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient stated they have an overactive bladder (oab). Patient reported pain, burning and shocking sensation where the device is implanted. It was also reported that the patient has uncomfortable stimulation at night which causes the patient to orgasm and not sleep. Patient lays in bed crying. Patient believes their spouse somehow received a controller and is causing this. Patient has gone to the police station and fbi and is in the process of finding a lawyer because of the issues they are having with the device. Patient feel violated and says that you can buy the controller on the internet. Additionally, patient received a letter stating the doctor will no longer support the patient due to "differences in medical beliefs." Patient doesn't know who to go to for support and doesn't want an explant but wants the problem resolved.